Manufacturer narrative:
The reported events were cardiac perforation and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The tip stiffness test was performed, and all values were within specification.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited failure to capture. Computed tomography (CT) scan was performed and revealed that the ra lead had perforated through the free wall. The lead was explanted and replaced with new lead. Patient condition was stable.